Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer having issues with the insulin pump. Customer stated they are unable to remove the battery cap on their insulin pump. Customer stated they did have a large, flat-head screwdriver. Customer stated they were not able to remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with stripped battery cap coin slot. (B)(4).